Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h10. An event of deformity of device was reported. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. One photo from the field appeared to show an occluder device deployed in to a bulbous shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 30 mm amplatzer pfo occluder was selected for implant. During the implant procedure, while deploying, the distal disc presented in a bulbous shape. The device was removed and replaced with a non-abbott device to resolve the event. There was no clinically significant delay in the procedure and the patient remained hemodynamically stable throughout. The patient is stable. No additional information was reported.